Manufacturer narrative:
Title: rare intraoperative and postoperative complications after transabdominal laparoscopic hernia repair: results from the multicenter wall hernia group registry source: journal of laparoendoscopic <(>&<)> advanced surgical techniques volume 31, number 3, 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source, a study retrospectively analyzed outcomes of patients who underwent elective transabdominal preperitoneal patch plasty procedures for inguinal, femoral, and obturator hernias between january 2014 and december 2019. Self fixating mesh was used in 1024 patients. Complications included: seromas, chronic pain and recurrence. Interventions were not specified.